Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: clip mislocation. Symptoms/ae: diminished pulses. Time of device malfunction and symptoms/ae: during and after vessel closure. It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, later in the day, the patient presented with "cold leg" (diminished pulses) and was returned to the cath lab. An angiogram revealed a thrombosis was present and the clip had captured the back wall of the vessel. Angioplasty was performed. The clip remains in the patient anatomy and is reported to be doing fine. There were no reported adverse patient sequelae. Though requested, no additional information was available.